Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the stylus and cursor did not align on the touch screen and the touch screen assembly was replaced and calibrated to resolve. It was further noted that the power bay assembly was damaged and it was also replaced. New software was installed and the device cleaned and it passed all final functional and systems tests. (B)(4).

Event description:
It was reported that during preparation for a device follow-up session it was noted that the pen was not aligned with the cursor on the programmer's touch screen. The calibration software was run but the issue did not resolve. The programmer was changed out and returned for service. No patient complications have been reported as a result of this event.